Event description:
As reported by the (B)(4) registry approximately ten day post index procedure the patient experienced a cva. At baseline, nih and rankin scores were both 0. Pta was performed on an 80% occluded lesion in the proximal right internal carotid artery of 10 mm in length in a 6.0 mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric and ulcerated. A 6 mm angioguard embolic protection device was deployed and the lesion was pre-dilated. Then a 7x40 mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosed measured 0%. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day. Nih and rankin scores were both 0. There was no thrombus noted pre or post-deployment. Patient complained of numbness in his left leg. No treatment was provided but a CT was done. The diagnosis was a cva. The side of the brain was the right and the symptoms were on the left side. The patient had residuals with numbness of the left leg.

Manufacturer narrative:
As reported by the sapphire registry approximately ten days post index procedure the patient experienced a cva. At baseline, nih and rankin scores were both 0. Pta was performed on an 80% occluded lesion in the proximal right internal carotid artery of 10mm in length in a 6.0mm vessel diameter with mild vessel tortuousity. The arch I lesion was eccentric and ulcerated. A 6mm angioguard embolic protection device was deployed and the lesion was pre-dilated followed by deployment of a 7x40mm precise pro rx stent with a residual stenosis of 0%. The patient was neurologically intact upon leaving the angio suite and was discharged the following day with nih and rankin scores both 0. There was no thrombus noted pre or post-deployment. Sometime after completion of the procedure the patient complained of numbness in his left leg for which no treatment was provided. CT was completed with a diagnosis of a right cva with residuals and numbness of the left leg. The patient¿s medical history includes hyperlipidemia, clinical copd, CABG, coronary artery disease and hypertension. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Concomitant devices: angioguard rx catalog number 601814rmc, lot number unknown. Concomitant medications: bivalrudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. This device is not available for testing and evaluation. Please note that the lot number is also not known. Additional information is pending and will be submitted within 30 days upon receipt.